Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced resistance while filling multiple cartridges. The customer's blood glucose (bg) level was impacted (261 mg/dl). The customer was able to load a new cartridge successfully and indicated that the pump would be used to correct elevated bg level.